Manufacturer narrative:
Initial reporter address: (B)(6). The user facility submitted medwatch (B)(4) for this event. Device manufacturer address 1: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system, non-dehp continu-flo solution set leaked from the first y-port closest to the bag. The issue was identified during priming with total parenteral nutrition. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed using the naked eye which revealed a crushed y-site clearlink. Functional testing was performed including clear passage and pressure testing; which revealed a leak in the first clearlink. The reported condition was verified. The cause of the condition was due to incorrect tubing placement during coiling and packaging during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.